Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped her insulin pump in the bath tub. Her blood glucose was 475mg/dl at the time of reporting, which she tried to treat with her insulin pump. She reported multiple button errors in the hours since the bath tub exposure. The insulin pump is being returned. No additional information was reported.